Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/2.50 flextome monorail cutting balloon was selected for use. During procedure, it was noted that the device failed to cross and ruptured upon dilation in the lesion. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear at 2mm proximal of the distal markerband extending 6mm proximally was noted. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon. No issues were noted on the tip and the shaft of the device. No other issues were noted during device analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/2.50 flextome monorail cutting balloon was selected for use. During procedure, it was noted that the device failed to cross and ruptured upon dilation in the lesion. The procedure was completed with a different device. No patient complications were reported.